Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer stated that after button was pressed continually for more than 3 minutes. The customer was able to clear the alarm and the buttons were responsive during call. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
Pump passed self-test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found moisture damage to the battery tube and motor slide. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarms or unresponsive keypad noted during testing. No stuck key alarm was found in the history file or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dried insulin - motor slide, corroded battery tube, cracked keypad overlay, pillowing keypad overlay, label damage (faded) and scratched case. Stuck button alarm was not confirmed. Found moisture damage on the battery tube and motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.